Event description:
Custome reported that the no delivery alarm was not working. Customer then mentioned she was hospitalized for high blood glucose levels, because the insulin pump never warned her of an occlusion. Customer refused to troubleshoot. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the seat, rewind, and occlusion tests.